Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down with no audible alarm while on a pt. The pt does have spontaneous breathing. The pt's caregiver switched the pt to a back-up ventilator. No pt harm reported.